Event description:
Literature: matzel ke, lux p, heuer s, besendorfer m, zhang w. Sacral nerve stimulation for faecal incontinence: long-term outcome. Colorectal dis. 2009; 11(6):636-41. Summary: this article presents prospective data from 12 consecutive patients treated with sacral nerve stimulation for faecal incontinence from 1994 to 1999. Nine reached long-term follow-up criterion for inclusion in the study. The patients underwent follow-up annually. The purpose was to analyze the outcome after long-term usage. Reportable event: one patient lost a substantial amount of weight. After this, the implantable neurostimulator (ins) became mobile. The device was repositioned 14 and 27 months after implant, but intractable pain at the implant site necessitated device removal after 45 months. The patient had clinically effective stimulation until removal.